Manufacturer narrative:
The lead was surgically capped and abandoned, thus will not be returned at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device replacement prior to wound closure there were issues with the setscrew, and the right atrial (ra) lead was unable to be reused. The ra lead was surgically capped and abandoned. No new ra lead was implanted; no surgical intervention was performed. It was reported that there were no additional adverse patient effects.